Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. The device was tested in clinic with provocative maneuvers and noise was able to be reproduced. An x-ray was completed with connection confirmed with no indication of electrode damage. Although no damage was seen on the x-ray the suspected cause of the noise and delivered inappropriate therapy is electrode damage or fracture. The patient was subsequently hospitalized until further intervention can be determined. This system remains in service. No additional adverse patient effects were reported.